Manufacturer narrative:
Corrected information: in review, it was realized that the inserter (vitan dk9000) should have been indicated as the suspect device instead of the gib00 smartload tecnis eyhance unit. Therefore, the information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section d1: brand name: vitan section d2: common device name: smartload vitan hadpiece section d2: device product code: mfk section d3: manufacturer: establishment name and address: johnson & johnson surgical vision, inc., 31 technology drive, irvine, california 92618, USA section d3: manufacturer: email address: (B)(6) section d4: model number: dk9000 section d4: catalog number: dk9000 section d4: lot number: unknown / not provided. Section d4 - expiration date: unknown, as the lot number was not provided. Section d4 - UDI number: UDI number is unknown, as the lot number was not provided. Section d6a if explanted; give date: not applicable as the handpiece is not an implantable device. Section d6b if explanted; give date: not applicable as the handpiece is not an implantable device. Therefore, not explanted. Section h4 - device manufacturing date: unknown, as the lot number was not provided. Section h5: labeled for single use?: no section h8: usage of device: reuse section h3 - other (81): the dk9000 inserter is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. As the lot number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Explant date: lens remains implanted, therefor not explanted. (B)(6). The material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following the dfu (directions for use) the doctor screwed the iol (intraocular lens) into the eye. This is when the plunger of the smart load damaged the cartridge. The nurse did not see that the inserter was damaged by sterilization. The lens was implanted without any damage. Additionally, it was learned that the cartridge was damaged at its tip. There was no medical or surgical intervention required and no delay was reported. No additional information was provided.